Manufacturer narrative:
Analysis inspected one random opened or used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low suspend alarm, sensor glucose versus blood glucose and calibration error. Customer's blood glucose at time of incident was 100 mg/dl. Customer reported that pump kept wanting to thresh suspend saying they were 40 when they are 100 and they started giving calibrations errors so they pull out the sensor. Customer was advised that we are shipping 2 sensors and asked to return 2 used sensors.

Manufacturer narrative:
Analysis inspected one random opened or used enlite sensor and performed continuity resistance test and sensor failed test.